Event description:
A peritoneal dialysis user facility has reported the following incident: at 2:00 am, pt had a "pressure leak" alarm. Called technical support. Upon check, found small crack where the peritoneal dialysis tubing meets the cassette. Pt disconnected. Did manual exchange. Received intraperitoneal antibiotics in the clinic for prophylactic treatment. The facility was contacted for additional info on this event. In speaking with the initial reporter of this event, it was learned that the pt was treated as a preventative measure for a possible contamination. Reportedly, the pt is fine. The pt continues peritoneal dialysis as ordered with no further ill effect from this event. The sample was not saved.

Manufacturer narrative:
Device history record review: the lot number is unk. Sample analysis: the sample was not available. Conclusion: the complaint is deemed as unconfirmed. Unfortunately, without the sample, it is not possible to find the root cause and no corrective action is documented at this time. (B)(6) will continue to monitor and trend.